Event description:
It was reported by the customer that during an colon resection procedure ,there were 2 lap discs that were used and tore during the case, a third device was used to continue the surgery. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.